Event description:
It was reported that the patient received shocks from the cardiac resynchronization therapy defibrillator (crt-d). It was noted that the crt-d exhibited rapid battery depletion. The crt-d was reprogrammed. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.